Event description:
It was reported that the patient had an open heart surgery. Eri(elective replacement indicator) was reported. The device(s) sent to (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).